Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the first shot in the blue reload, the echelon pse45a stapler had a different sound noise. It performed the stapling but the blade did not come back. The reverse button was turned on and it did not return. Therefore, it was necessary to manually return the blade. In order to continue the procedure, the instrument was replaced the problem product with another similar one. This way the procedure was completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2022 d4: batch #42a69 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage, with a tyvek, and with an ecr45b reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the spring clamp release was noted to be out of its intended position and in contact with the bulkhead; possibly making the pcb short-circuited which could lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted with spring clamp release out of position, on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.